Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the superficial femoral artery. An entry needle was used and a 150cm, 8cm v-18¿ control wire¿ guide wire was advanced through the entry needle without issue. When the guide wire was pulled back, the hydrophilic tip of the wire was shaved off on the entry needle. An attempt was done to retrieve the guide wire tip however the tip traveled into a smaller, non-significant artery, so the tip was no longer removed. No further patient complications were reported and the patient's status was fine.